Event description:
The facility representative reported a pump was set to deliver 20ml per hour of the drug lasix over a period of 12.5 hours to a (B) (6) male patient, but instead delivered 250ml over a period of 2 hours, thereby overdelivering the drug. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.